Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge stayed static at 100% for an extended period of time despite routine pump usage. The customer's blood glucose (bg) level was 104 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.